Event description:
The pt received her scs system on (B)(6) 2010. It was reported the pt's lead had migrated and the pt was experiencing stomach stimulation. The physician replaced the lead and it was reported the pt received effective stimulation post-operative.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.